Manufacturer narrative:
The insulin pump alarmed prime error during basic occlusion test due to protruded and loose drive support disk. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that the customer's insulin pump had a loose drive support cap. Customer's blood glucose level at the time 75mg/dl. Advised insulin pump would be replaced. No additional information was provided.